Manufacturer narrative:
Event date is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported patient was unable to charge his ipg from (B)(6) of 2020 and stopped using the system, thereby causing the ipg to be inoperable. Surgical intervention took place wherein the ipg was replaced and effective therapy was restored.